Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. A titan one touch release pump and two cylinders were received for evaluation. Testing and examination of the returned components revealed the presence of surface abrasion on the longer length pump exhaust tubing. The information received indicated the device leaked from the pump tubing, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no non-conformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a malfunction. Pump tubing leak and tear were reported. The device was explanted and replaced with another prosthesis.